Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the ecs33 stapler was inserted into anus. The nurse was winding down the end knob to extend the trocar point. The nurse stated the stapler broke at proximal end and stopped working. They removed the stapler, but left the anvil head in pt. They opened a new stapler, inserted into the anus and completed the procedure. There was no consequence to the pt.